Manufacturer narrative:
Because the broken plate was not received for analysis, flower orthopedics was unable to fully evaluate the failure mode of the plate. The surgeon suggested that the failure of the plate may have been due to patient non-compliance (e.g., lifting a heavy object) during the healing process before the bone had fully healed.

Event description:
Company became aware of a device malfunction of a case that occurred in 2016 on (B)(6) 2020. The surgeon utilized a distal radius plate, dorsal (r), 9 holes to fix a fractured distal radius. A couple weeks after surgery, the patient came back to the doctor's office, with pain, to discover he had refractured his wrist and the plate had broken in half at one of the midshalf screw holes. The surgeon operated again to fix the broken wrist. He removed the broken hardware and used a similar plate from another company to do the revision. The patient had no further issues.